Manufacturer narrative:
(B)(6).

Event description:
During the procedure the screw did not fix because it had a defect in the thread. A backup device was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
Photo was sent but it is not sufficient to make a full evaluation upon. Due no product return, the complaint could not be confirmed. Definitive conclusions cannot be made without a device to evaluate. Accurate investigation and evaluation are not possible. The product met specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
A used biorci-ha screw was returned to investigator for evaluation. Dimensional inspection verifies that this is a 9x25mm product. The complaint indicated: ¿during the procedure the screw did not fix because it had a defect in the thread.¿ the head and proximal areas are in good condition. The first thread or two are undamaged, but the next threads have been compressed and rolled over from resistance. This is a symptom of pressure/force during attempt to seat the screw. Prep specific to this product is essential for success. The starter shall be utilized with the biorci¿ha screws to minimize screw breakage during insertion. If hard bone is encountered, the biorci tap should be used. Maximum surface to surface intent is achieved with interference style screws by use of same size tunnel allowing the screw threads to make optimum surface to surface contact. A smaller tunnel causes torque damages. No root cause related to the manufacturing of this device was confirmed.